Manufacturer narrative:
(B)(4). Evaluation summary: sample received for regular maintenance. Evaluation was performed based on the failure analysis procedure. A problem on the j4 connector of the accomp board was confirmed. The reported issue was confirmed. The root cause of this problem was a defect of the j4 connector of the accomp board. The j4 connector of the accomp board was replaced and the instrument met all specifications. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
The technical service center received the actual sample for routine maintenance. The engineer confirmed the burnt part on the j4 connector of the accomp board and heater pan during maintenance. There was no patient injury or medical intervention.